Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the programmer would not turn on. It was also indicated that the stylus did not work and that the fan was noisy. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not turn on. The programmer is expected to be returned. There was no patient involvement.